Event description:
Philips received a complaint by a field service technician on the v60 indicating that a 1102 "primary alarm failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. A field service technician evaluated the device and discovered that a 1102 "primary alarm failed" alarm error occurred. The field service technician ultimately replaced speaker #1, checked that software version 3.20 was installed, conducted a comprehensive inspection, cleaned the device, performed running and functional tests, and verified that the issue was resolved as no other malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Upon further investigation, this medwatch report was inadvertently submitted. The following has been reported that the issue occurred during power on self-test (post). This is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.